Manufacturer narrative:
The pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, bleeding lcd glass, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and there is a crack in the case. Customer's blood glucose was unknown at the time of incident. No further details given.